Event description:
It was reported that the operator observed an air leak between the 15 mm connector and the flange - where the pilot balloon line is. A tracheostomy tube change out was performed as a result. No patient injury or complications were reported in relation to this event.